Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was unable to reboot and there was an error: "an unexpected data error occurred". The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to reboot. A technical support specialist dialed into the station for investigation and identified the station database was in suspect mode. The tss followed knowledge article for suspect db (database) recovery. During the repair process, encountered fatal error 27506. The tss then proceeded with knowledge article to address the error and successfully repaired the station. The tss verified that the station was now fully synchronized and confirmed with the customer that the issue had been resolved and the station was working fine. The system functioned as intended after the technical support specialist troubleshot the device.